Event description:
It was reported that this lead was an attempted implant. During two attempts to position the lead, sensing and thresholds were good; however, the pacing impedance was approximately 2,000 ohms. The physician also observed that the helix did not fully extend. A new lead of a different model was implanted without complication. The lead was returned to boston scientific for analysis.

Event description:
It was reported that this lead was an attempted implant. During two attempts to position the lead, sensing and thresholds were good; however, the pacing impedance was approximately 2,000 ohms. The physician also observed that the helix did not fully extend. A new lead of a different model was implanted without complication. The lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood/tissue around the helix and the helix was noted to be retracted. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A helix mechanism test could not be performed due to dried blood/body fluid in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.